Manufacturer narrative:
Evaluation of returned ceramic modular head component found metal transfer marks on it which is consistant with loosening of the acetabular shell. There was no apparent damage to the device. This report filed november 11, 2008

Event description:
It was reported that patient underwent total hip arthroplasty 2007. Revision procedure was performed 2008, due to acetabular loosening.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. August 2008 a fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility information is available: this report filed october 8, 2008.

Event description:
It was reported that patient underwent total hip arthroplasty in 2007. Revision procedure was performed in 2008 due to acetabular loosening.